Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by (B)(4), or its employees that the report constitutes an admission that the product, (B)(4), or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the lever got jammed of attune femoral imp/extr and the base snapped off from the broach handle. The product damage was identified during loan kit inspection, by the loan kit technician. There is no surgeon, procedure, or patient details available.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information received "these instruments are composed of 1 part. The lever got jammed of attune femoral imp/extr and the base snapped off from the broach handle. As per the images attached. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available.¿ the product was not returned to medtech orthopedics; however, photos were provided for review. The device associated with this report was not returned to medtech orthopedics for evaluation. The photographs attached were reviewed, however in the images provided no observations pertaining to the nature of the reported event of jammed or seized could be identified. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached don't have any evidence to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, g1 (manufacturing site name). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: these instruments are composed of 1 part. The lever got jammed of attune femoral imp/extr and the base snapped off from the broach handle. As per the images attached. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the attune femoral introducer had signs of normal use. No damage that could have contributed to the reported event was found. A functional test was performed, and the knobs could not function as intended, preventing the device from moving side to side as expected. Internal damage to the slide screw/lock pin or improper cleaning/sterilization process may have contributed to the observed condition. However, due to the low frequency of this occurrences and not suspecting any design issue, a definitive root cause cannot be established. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune femoral introducer would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.